Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply. Customer reported no physical damage to the outside of the alarm. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that there is no power. Evaluation revealed the unit powers on with batteries and sounds as expected. Initially, when the sensor and nurse call are plugged in, the unit and nurse call sound as expected. However, when an attempt is made to change the modes, the unit stops sounding, but still has power (green led is blinking). When the sensor is unplugged, the unit begins to sound again. Visual inspection revealed the unit battery door is missing. Additionally, battery leakage inside the battery compartment, battery spring is bent, and the speaker is cracked. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Manufacturer references file # (B)(4).